Event description:
It was reported that superturbovac showed an error when plugged into console and even after plugging in and out, it did not work. No backup device was readily available, a competitive device was used to complete the procedure with no significant delay or patient injury.

Manufacturer narrative:
Date received corrected.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode wear with contamination/discoloration on the screen and scratch/scuff marks on the spacer. There are no manufacturing abnormalities visually observed with the returned wand. The device was connected to a compatible quantum2 controller and did not work; registered an e-7 error message. The error was by-passed and activated in saline solution at default and max settings and performed as intended when the corresponding buttons for ablation and coagulation were activated. The suction tube was tested and it was clogged by dried parts of tissue on the screen at distal end. A back flush could thoroughly clean the line and the suction tube performed as intended. Possibly the suction pressure may have not been enough to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. These factors can cause the tip to clog; decreasing the functionality. An error e-1 as reported could not be identified. The complaint was not verified and the root cause could not be determined with certainty. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use ("IFU") provided with the device. Factors that could contribute to an e-7 error include disconnecting the wand from the controller after power has been turned. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution. Device returned for evaluation. Device evaluated by the manufacturer. Evaluation codes updated.